Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and the identified wear and deformation issues, as a partial diagonal break was noted approximately 1.1cm from the cath-lock. Catheter wear was noted throughout the catheter. The edges of the partial diagonal break were noted to be smooth and rounded. Both the proximal and distal surfaces also appeared rounded. However, the investigation is inconclusive for the reported suction issue, as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately five years and eight months post port placement procedure, the blood was allegedly unable to be aspirated through the port. It was further reported that swelling was observed near the port body. Reportedly, split was found on the removed catheter. Patient current status is reported as stable.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified ihas not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified.

Event description:
It was reported that five years and seven months post port placement, the blood was allegedly unable to be aspirated through the port. It was further reported that swelling was observed near the port body upon flushing with saline. Therefore, the port system was removed and a split was found on the removed catheter. The current status of the patient is unknown.